Event description:
The report co rec'd from co's affiliate indicated that during a pta to a dialysis shunt, the balloon burst at ten atmospheres. There was no calcification nor vessel tortuosity present at the target site. There was no report of any adverse consequences to the pt. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. As per the reporting affiliate, no add'l pt or procedural info is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.